Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced pain, dyspareunia, urinary problems, and infections. She returned to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.